Manufacturer narrative:
The returned products were visually inspected and functionally tested. During investigation the returned products were determined to be functioning as designed and the customer complaint could not be duplicated.

Event description:
It was reported that a baby died on sunday ((B)(6) 2016) at 17:45 while she was monitorized with a radical 7. The baby was in the arms of her mom. The nurses say they didn't listen the alarms when they realized, the screen showed "buscando pulso" (searching pulse).